Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container was leaking from the connection port. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual/functional testing, the bag was found to have a cut in the center of the bag. The cut evidenced in the bag matches with the print of a sharp object (similar to a knife or blade). No blades or scissors are used during the manufacture of the device. The reported condition of a leak was verified from the center of the bag. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.